Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 45 mg/dl, which she was treating with glucose tabs. Troubleshooting was declined for the low blood glucose. The insulin pump also alarmed no delivery. The customer had not yet tried all cannulas lengths and other alternative remedies. However, the insulin pump will be returned and replaced.